Event description:
A letter received from attorney stated that a patient underwent a labral stabilization procedure in april, 2003 to their left shoulder in which three polyglycolic "suretac" anchors were used. Several weeks after the initial surgery the patient remained in intense pain and the movement in their shoulder remained severely restricted. Pt was admitted to the hospital in july 2003 where pt underwent an arthroscopic washout adn biopsy. The doctor attributed the significant erosion of the interior aspect of the glenoid surface, which he observed to be a reaction to surtac anchors. The doctor removed the 'suretac' anchors at that time. The patient has had to undergo further corrective surgery. However, this has not achieved any real improvement and pt now has very limited movement in their left shoulder which remains stiff and painful.